Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator wsa involved in a fire. The patient expired from their injuries. Repeated attempts for additional information has been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a fire. The patient received burns to their face, neck and chest. The patient expired from their injuries. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed their investigation.